Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation, chordal rupture, hospitalization and medical intervention. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr), and a posterior leaflet prolapse. A mitraclip nt was implanted on the lateral a3 and p3 leaflets. The mr was reduced to grade 1. On an unknown date, an increase of mr was observed due to an anterior prolapse from a chordal rupture. The mr was grade 4 and the patient was hospitalized. On (B)(6) 2022, the patient presented with grade 4 degenerative mr, a prolapsed anterior, and a pre-existing chordal rupture. A second mitraclip intervention was performed. An additional mitraclip nt was to be implanted on a2 and p2 leaflets, lateral to the primary clip. During gripper orientation in the left atrium, the posterior gripper could not be lowered. The gripper lever was push and retracted several times, but movement was not observed. Tension was released, advancing and retracting the delivery catheter (dc) handle, but the gripper could not be moved. The nt was replaced with a new nt clip, and the mr was reduced to grade 1. There was no indication of an adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue damage could not be determined. The reported mr appears to be a cascading event of the tissue damage. Furthermore, the reported patient effects of tissue damage and mr are listed in the IFU as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.